Event description:
Left leg jumped [muscle spasticity]. Back arched with severe back spasm [muscle spasms]. Whole body muscle spasm [muscle spasms]. Prickling sensation [paraesthesia]. Numbness sensation [hypoaesthesia]. Itching over total body from scalp to toes [pruritus generalised]. Case description: spontaneous report received on 12-dec-2007 from consumer regarding a male patient. The patient received his first dose of synvisc in 2007 administered via intra-arterial route at a dose of 2 ml, once, first dose of lidocaine the same day, 00:00 administered via intra-articular route. The patient's relevant medical history includes arthralgia, and allergy to arthropod sting. According to the consumer, on an unknown date, the patient experienced left leg jumped that was unknown in intensity and required intervention, back arched with severe back spasm that was severe in intensity and required intervention, whole body muscle spasm that was unknown in intensity and required intervention, prickling sensation that was severe in intensity and non-serious, numbness sensation that was unknown in intensity and non-serious, itching over total body from scalp to toes that was severe in intensity and non-serious. Synvisc was last administered prior to the reported event(s) on, lidocaine was last administered prior to the reported event(s) the same day. In 2007, the patient received a medrol dosepak taper 5-6 tablets daily, plus skelaxin and darvocet. The next month, the patient started a second series of the medrol dosepak. His symptoms still continue. As of the date of receipt of this report the patient outcome was unknown. No concomitant medications reported. The company assessed the relationship between left leg jumped and synvisc as possible, back arched with severe back spasm and synvisc as possible, whole body muscle spasm and synvisc as possible, prickling sensation and synvisc as possible, numbness sensation and synvisc as possible, itching over total body from scalp to toes and synvisc as possible.